Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc assumed that the reported event was caused by the defect of the pressure sensor of the subject device. There is possibility that the defect of the pressure sensor was caused by the followings. Oxidation corrosion of pressure sensor electrode. Foreign matter adhering to the pressure sensor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
After switching on the power source of the subject device, an alarm was generated and the light on the front panel was turned off. The phenomenon occurred during an inspection of the subject device before laparoscopic surgery. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.